Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely with noise on their right ventricular (rv) lead. The noise resulted in only oversensing and no adverse events. Therefore, the physician elected to cap and replace the lead on (B)(6) 2021. The patient was in stable condition.